Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patella femoral pain biomet patella was implanted and our poly was swapped out for the same size.